Manufacturer narrative:
Additional procode: hrs, hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the extraction screw had a worn thread making it unable to extract the nail. The procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant device: unknown humeral nail (part# unknown; lot# unknown; quantity: 1). This report is for one (1) extraction screw for multiloc humeral nailing system. This is report 1 of 1 for (B)(4).